Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the bolus screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the notification. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose was 140 mg/dl.